Manufacturer narrative:
UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a2101) was returned for evaluation. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. Evaluation also shows that the 6in transitional teeth shock cushion, adjustment wrench threads and1/4in pin are all worn. Device needs repair, and replacement of worn parts. General maintenance and cleaning is also required. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an internal service, it was observed that the clip of the mayfield ultra base unit was loose even when the unit was locked. There was no patient involvement and no delay in surgery.